Event description:
Event description guidant received information that the patient with this pacemaker went into cardiac arrest twice due to respitory distress causing hypoxia. The device was tested afterwards and found to have good threhsolds and impedences. The sensing was in unipolar mode and was good.